Manufacturer narrative:
(B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an incident "where the IV bag used with the alaris system was not fully infused as programmed." Presumed to mean an under infusion occurred. There was no report of patient harm or no medical intervention was required. Although requested, no additional patient or event information was provided.